Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, as the plunger was pulled back, the suture was not present. The method used to achieve hemostasis was not specified. There was no adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was partially deployed as the plunger/needles assembly and suture were completely removed from the device with the suture still attached to the posterior needle. Both the anterior and posterior cuffs were in their respective foot pocket with slack in the link material, and indicator of foot deployment. There was no detected device damage. The plunger was tested for ejection capabilities of the posterior needle and needle tip by inserting the plunger into a proxy handle assembly and deploying the plunger. The posterior needle tip ejected properly off the posterior needle. The plunger/needle assembly was then reinserted into the complaint device handle for testing needle deployment. The testing was successful with the anterior needle engaging the anterior cuff and the posterior cuff being ejected from the posterior foot. This indicated needle trajectory, depth and mandrel travel were all acceptable. There were no other observations. A cuff miss is generally associated with anatomical and/or user technique issues and not a quality issue. Based on the investigation, the plunger was removed from the device prior to deploying the plunger. Removal of the plunger prior to plunger deployment did not permit proper suture retrieval, which may have been observed as a cuff miss. Based on the investigation findings, the root cause for the complaint was improper user technique. There was no device malfunction, quality or manufacturing issue and the root cause for the reported event is improper user technique. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was involved in a collapsing set incident during a propofol (non baxter drug) infusion to an unidentified patient. The pump did not alarm for the occlusion and continued to infuse at a lesser rate resulting in less drug effect on patient. No patient injury or medical intervention was reported. The master software version of this device was 5.80.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.